Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
Oncology nurse reported an underinfusion of mesna. Twenty four hour dose was hung the day before and wen the nurse went to hang the new bag at 1600, the previous bag was still about 3/4 full when it should have been empty. The pump volume displayed appeared correct. There was no harm or medical intervention. Although requested, no additional patient or event details were provided.